Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump battery compartment was observed to be cracked from the threads. The battery cap was unable to fully tighten to the pump but was able to power on. The pump was able to exercise for 24 hours without issues. The pump display screen was noted to be dim and discolored. During testing the contrast and up buttons were found to be intermittently responding; when the keypad was removed, contamination was observed under all of the button contacts. The battery cap contacts were measured and were found to be out of specifications. Unrelated to the above issues, the audio bolus button cover was observed to be torn. (B)(6)

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked, the display screen was dim and discolored, contamination was found under the keypad button contacts, and the battery cap contacts were found to be out of specifications. This report is made based on the results of evaluation completed (B)(6) 2015.